Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access obtained via venous retrograde approach. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel in the left forearm. After a guide wire crossed the lesion, a 4.0mmx20mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 4mm×2cm non-bsc balloon catheter with flow recovered no patient complications were reported.